Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead impedance was low and a lead warning was triggered. The unipolar impedance was higher than the bipolar impedance. The physician elected to reprogram the lead to a unipolar pacing configuration and monitor the leadclosely; the lead remains in use. No patient complications have been reported as a result of this event.